Event description:
Physician was using cook spectrum antibiotic impregnated catheter 9.0fr and when he started to remove wire, the wire broke off into the pt. Surgeon had to make incision near shoulder to remove the catheter piece. Dates of use: in 2008. Diagnosis or reason for use: triple lumen central line insertion.